Manufacturer narrative:
Correction: g4: the 510k number was updated from k942982 to k952204 due to typographical error. Manufacturer narrative: received one 60-5274-132 in opened original packaging. Lot number was verified. Performed a visual inspection, the electrode tip was disassembled from the device. There was no evidence of soldering on the electrode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There are four complaints for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to examine the device prior to use for damage. Do not use if damage is found. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-5274-132, stealth 32 lhook lap elec pkg, was used during an unknown procedure on 1nov21 when it was reported ¿during use (about one hour after the start of surgery), the tip of the l-hook broke off and fell out into the surgical field.¿. The procedure was completed with an alternate, unknown device. There was no report of injury, medical intervention, or hospitalization for the patient. On 9nov21, further assessment information received states that the procedure was a laparoscopic cholecystectomy and that all fragments were removed from the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-5274-132, stealth 32 lhook lap elec pkg, was used during an unknown procedure on (B)(6) 2021. When it was reported ¿during use (about one hour after the start of surgery), the tip of the l-hook broke off and fell out into the surgical field.¿. The procedure was completed with an alternate, unknown device. There was no report of injury, medical intervention, or hospitalization for the patient. On (B)(6) 2021, further assessment information received states that the procedure was a laparoscopic cholecystectomy and that all fragments were removed from the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.